Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 94, 93 and 95mg/dl. The customer¿s expected am fasting blood glucose test result is 110mg/dl. The customer feels well and did not report any symptoms. Customer stated that she had called the doctor that day due to the meter results; doctor had advised customer to contact the manufacturer. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 94mg/dl and 90mg/dl using true metrix meter; customer was not satisfied with the results obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/23/2023 and test strips were opened one month prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Reported defect not reproduced. No defect found. Most likely underlying root cause: mlc-062:user had poor technique. Note: manufacturer contacted customer in a follow-up call on 17-feb-2022 to ensure the customer¿s initial concern was resolved - able to establish contact with customer who stated the replacement products resolved initial concern.